Event description:
During an incident in 1999 involving a female patient, this defibrillator powered on, prompted to analyze and said "check electrodes". The electrodes were checked and again they tried to analyze. They were not able to shock the patient. The emt replaced the electrodes and again the same problem occurrred. An als crew arrived and shocked the patient. The patient was transported to a hospital where she was pronounced. It was discovered that the patient cable looked pinched where it connected to the unit and the customer believe that is the cause of the "check electrodes".

Manufacturer narrative:
The returned defibrillator was tested with the returned r2 patient cable with adaptor and the complaint of "check electrodes" prompt was verified. Using a known good patient cable, proper operation for patient treatment was verified. The r2 patient cable was replaced as was the rear panel that was found to have broken mounting posts. The "check electrodes" message is displayed if defibrillation pads are being used and the patient's impedance is outside the impedance range for defibrillation or intermittent impedance (noise) is sensed indicating faulty electrode, contact or connection. The hs3000 operating instructions explain this prompt and what to do should it be experienced. Also, the maintenance instructions recommend an inspection that would detect this reported problem. The customer was sent a letter explaining our evaluation.